Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed that the housing was cracked near the power port (2) connector. This is an additional observation not related to the reported event. An internal investigation is evaluating cracks observed on 2.0 controllers in the area surrounding the power port connectors. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing of the battery revealed that the battery was unable to charge or provide power to a controller. Supplemental testing revealed a lifted cell weld which caused a cell undervoltage. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through log file analysis, which revealed several instances of momentary disconnections between the controller and battery involving (B)(4). Based on the available information, the most likely root cause of the reported power disconnect alarms can be attributed to the lifted battery cell weld, which may have also cause momentary disconnections between the controller and battery. Based on the log file analysis, the loss of power may have occurred due to a disconnection of both power sources, given that one power source connected prior to the loss of power was replaced, likely in response to the power disconnect alarm. An internal investigation was initiated to capture events involving the controller losing power. Based on the investigation conducted, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs during the assembly process and resistance welds occurring on weld free zones. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the controller did not exhibit low power alarms when batteries reached less than twenty-five percent charge capacity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: during supplemental testing, when both the power sources were below 25% relative state of charger (rsoc) were connected to the controller, revealed that the controller generate the low battery alarm, and a message was displayed to replace the depleted battery. As a result, the reported " controller did not exhibit low power alarm" event could not be confirmed. Review of the alarm log file revealed four (4) power disconnect alarms recorded involving (B)(4) between 23-nov-2017 and 26-nov-2017. During the power disconnect alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. One controller power-up event was logged on 23-nov-2017 at 20:13:46, immediately following a power disconnect alarm at 20:12:53. The data point prior to the event, at 20:07:50, revealed that the controller was connected to (B)(4) with 49% rsoc on power p ort 1 and another battery with 98% rsoc on power port 2. The data point after the controller power-up, at 20:14:22, shows that the controller was connected to a new battery on power port 1 and the same battery on power port 2 as before the loss of power. As a result, the reported power-up and power disconnect alarms were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller passed functional testing and failed visual inspection. The reported event was confirmed. Investigation is ongoing. Additional products: battery (B)(4). Device available for evaluation: yes, return date: 2018-01-22. Device evaluated by manufacturer: yes. Product event summary: the returned battery passed visual inspection and failed functional testing. The reported event was confirmed. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-06-30. (B)(4).

Event description:
It was reported by the patient that controller power up events and power disconnect alarms occurred despite the fully charged battery being connected to the controller. The controller and battery were replaced. No patient complications have been reported as a result of this event.